Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0550636 a 3i t3® with dcd® non-platform switched tapered implant 4 x 8.5mm (item #bnst485) was returned for investigation. Visual inspection of the returned product identified no visible evidence of any significant wear, damage or deformation. The product dimensions were measured and found to be within the specifications in the product's engineering drawing. The reported device was located on tooth # 5 and could not be placed due to the reported event. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that while attempting to place the implant, e vestal bone #5 failed placed bone graft and membrane. The product was returned and the reported event could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that while the doctor was attempting to place the implant evestal bone #5 failed placed bone graft and membrane.